Event description:
A hydrothermablation procerva procedure set was being prepared for a hydrothermablation (hta) procedure (patient's initials, age or birth date and weight are not known) on (B)(6), 2010. According to the complainant, the kit was opened and was reported to have a hair inside the sterile sheath tubing of the kit. No visible damage was noticed to the packaging. Another of the same device was used for the procedure and the case was successfully completed.there were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.